Event description:
It was reported that a pioneer plus catheter was used in a therapeutic peripheral procedure. During use, the catheter got stuck on the non-philips guidewire and had to be removed as a system (MDR 3008363989-2025-00140). Upon removal, damage was observed on the guidewire. A second pioneer plus catheter was used; however, it encountered the same issue and removed as a system. The procedure was postponed for a later date. No patient injury reported. This product problem is being submitted because the pioneer plus catheter and guidewire were removed as a system, and for delay of procedure. There is potential for harm if it were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Block b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d4 & h4: the lot number was not provided; thus the following information is unknown: unique ID, expiration date, and manufacture date. Blocks d6 & d7: not applicable for this device. Block h3 & h6: the pioneer plus catheter was discarded; thus no product evaluation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.